Event description:
The download data for a (B)(6) female pt revealed several battery charger faults. Zoll customer support contacted the pt and issued her a replacement charger/modem.

Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger faults) was confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack and was producing 0f04 battery charger faults. The cause for the failure was isolated to a defective battery board. There were broken traces on the battery board. The root cause for the broken battery board traces could not be positively identified. No adverse event resulted from the defective battery board. The pt was issued a replacement charger/modem.